Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, opening on valve and white particles inner the shell. Leak test and microscopic analysis was performed which identified: crack opening on valve and delamination (<75% partial separation). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure)

Event description:
Healthcare professional reported "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.